Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was associated with a system infection. Oral and topical antibiotics were administered but this did not clear the infection and the physician is considering explanting the system. Additional information provided from the field indicated the wound does appear to look better. At this time the electrode remains in service and there were no additional adverse patient effects reported.